Manufacturer narrative:
Follow-up #1: date of submission 27-sep-2018 device evaluation: the device has been returned and evaluated by product analysis on 11-sep-2018 with the following findings: during investigation, the black box begins on (B)(6) 2018. Due to continuous use of the pump the black box data/histories for the event have been overwritten. The available daily insulin delivery totals correctly reflected the users programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering within required range and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient experienced a blood glucose (bg) of 535 mg/dl with nausea and large ketones associated with an inaccurate delivery issue. Reportedly, the patient discontinued the insulin pump and was hospitalized and treated with insulin via injection and IV fluids. This complaint is being reported based on the allegation that the patient experienced hyperglycemia due to the alleged inaccurate delivery issue.